Event description:
In a routine office visit it was discovered that a foreign body believed to be a piece of guide wire, approx 2 1/4 inches in length, was found in the patient. The company was informed a nitinol guidewire had broken during an arthroscopic hip procedure. Removal of the broken wire was completed in a second procedure. It was reported there were no procedural complications or patient injury as a result of the removal of the broken piece.